Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.